Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed ventricular episodes where functional under sensing was present due to atrial pacing with cross chamber blanking. This was only happening while device was trying to declare atrial tachy response (atr) events. Other atr episode looks to be having polymorphic ectopic beats and ventricular tachycardia. It was discussed the device was operating and sensing as programmed and appropriately. The device is trigger pacing into the episodes and they recommended not to reprogramm the crt-d as the trigger pacing was not causing ectopy. The crt-d remains in service and no adverse patient effects were reported.